Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal (ip) ancef (1g for 3 weeks, frequency not reported). The patient was discharged from the hospital four days later and was reported to be recovering from the peritonitis event. Additional information was requested and was not available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4): catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13e17016 and h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).